Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a sales representative via (B)(6) that during use of an ar-3519h kit, the surgeon was inserting the reamer into the femoral tunnel, the blade deployed halfway of the intended distance, and would not retract. The surgeon removed the reamer, with the blade deployed. This was discovered during use in a avn surgical procedure on (B)(6) 2021. The case was completed opening a new ar-3519h. Additional information: 12/08/2021 on (B)(6) 2021, it was reported by a sales representative via email that during use of an ar-3519h kit, the surgeon was inserting the reamer into the femoral tunnel, the intended socket size at that part of the case was a 5mm tunnel. The blade was deployed all the way out to 15 creating a trough in the tunnel that was not intended. This issue probably added 20 min to the case since we had to re-position the guide to create a new bone tunnel path. No additional incisions were made.

Manufacturer narrative:
This follow-up for 1220246-2021-04208 is to update and change section b1 to adverse event from the initial submission of product problem. Also, section h1, the type of reportable event is now "serious injury" change from "malfunction" in the original submission of 1220246-2021-04208.

Event description:
On (B)(6) 2021, it was reported by a sales representative via (B)(6) that during use of an ar-3519h kit, the surgeon was inserting the reamer into the femoral tunnel, the blade deployed halfway of the intended distance, and would not retract. The surgeon removed the reamer, with the blade deployed. This was discovered during use in a avn surgical procedure on (B)(6) 2021. The case was completed opening a new ar-3519h. Additional information: 12/08/2021 on (B)(6) 2021, it was reported by a sales representative via email that during use of an ar-3519h kit, the surgeon was inserting the reamer into the femoral tunnel, the intended socket size at that part of the case was a 5mm tunnel. The blade was deployed all the way out to 15 creating a trough in the tunnel that was not intended. This issue probably added 20 min to the case since we had to re-position the guide to create a new bone tunnel path. No additional incisions were made.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.